Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false episodes of asystole were noted due to intermittent undersensing on the device. Technical support was contacted and reprogramming was recommended. Addition information has been requested and not yet received. The patient was in stable condition.